Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# ((B)(4). Note: manufacturer contacted customer on (date) in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. Customer is concerned with tests results from results obtained of 55 mg/dl. The customer also stated that she had obtained results in the 60's but those results could not be found in the meter memory. The customer's expected fasting blood glucose test result range is 70 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by customer. The product is stored according to specification in the living area. The test strip lot manufacturer's expiration date is 12/27/2018 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(Manufacturer narrative t, corrected data f) internal report (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 9/6/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. Customer is concerned with tests results from results obtained of 55 mg/dl. The customer also stated that she had obtained results in the 60's but those results could not be found in the meter memory. The customer's expected fasting blood glucose test result range is 70 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by customer. The product is stored according to specification in the living area. The test strip lot manufacturer's expiration date is 12/27/2018 and open vial date is 08/13/2018. The meter memory was reviewed for previous test result history: result 1:98mg/dl (B)(6) 11:29am fasting, result 2:80mg/dl (B)(6) 9:51pm fasting, result 3:93mg/dl (B)(6) 12:06pm fasting, result 4:99mg/dl (B)(6) 10:20am fasting, result 5:80mg/dl (B)(6) 10:53am fasting, result 6:55mg/dl (B)(6) 8:06pm fasting.